Manufacturer narrative:
Results: the pet lock was intact on the proximal end of its pusher assembly. The pusher assembly was kinked in multiple locations. The pusher assembly distal detachment tip (ddt) was retracted proximal to the introducer sheath friction lock. The embolization coil was intact with its pusher assembly. Conclusions: evaluation of the returned ruby coil revealed that the pusher assembly ddt was retracted proximal to the introducer sheath friction lock. If the pusher assembly ddt is retracted proximal to the introducer sheath friction lock, it may become difficult to advance the coil through its introducer sheath and into a microcatheter. The introduce sheath has a smaller inner diameter (ID) than the pusher assembly mid-joint. This allows the introducer sheath to seat properly on the pusher assembly mid-joint. Further evaluation of the returned ruby coil revealed that the pusher assembly was kinked in multiple locations. These kinks were likely incidental to the reported complaint and may have occurred from packaging the device for return to penumbra. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat varices using ruby coils. During the procedure, while attempting to advance a ruby coil out of its introducer sheath and into a non-penumbra microcatheter, the hospital technologist experienced difficulty and stopped immediately pushing the ruby coil. Therefore, the ruby coil was retracted back into its introducer sheath and the microcatheter flushed. A second attempt was then made and the same issue occurred. It was reported that the ruby coil was advanced approximately five to ten centimeters within its introducer sheath then it became difficult to push; therefore, it was removed. The procedure was completed using another ruby coil and the same microcatheter. There was no report of an adverse effect to the patient.